Event description:
A surgeon reported a multifocal intraocular lens (iol) was exchanged to a monofocal lens one week following the initial implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Additional information has been requested by phone, email, fax and mail on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).